Event description:
Healthcare professional (hcp) reported that while using the meridian device for hemodialysis treatment that the patient (pt) was found to be unresponsive with no pulse, blood pressure or respirations. Hcp relates that the hemodialysis treatment was initiated without difficulties after the machine was successfully checked. Hcp relates that at the 2 hour information recording, there were several entries of no blood pressure/no pulse, however, the staff verbalized to them that there were no audible or visiual alarms noted. When the pt was found to be unresponsive 911 was notified. Accoridng to the hcp, no cardiac rhythm was obtained by paramedics, asystole noted. Hcp relates that the pt expired.